Event description:
Related manufacturer reference number: 2017865-2022-09985. Related manufacturer reference number: 2017865-2022-09988. It was reported that the right atrial and right ventricular lead dislodged. A revision was performed and during the revision the chronic pacemaker was having troubles with the set screw. It was noted that there was a screwing down issue. A new device was going to be used however, a new hex wrench was used instead and resolved the issue allowing the chronic pacer to still be implanted. The right ventricular lead was able to be successfully repositioned and the right atrial lead was explanted and replaced due to the helix not being able to extend or retract. The patient was in stable condition post procedure.